Manufacturer narrative:
Follow-up #1 date of submission 03/10/2017-product analysis: the device was returned and evaluated by product analysis on 02/14/2017 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box indicated one loss of prime warning associated with a low non-zero force on (B)(6) 2016 at 17:13; deliveries resumed at 17:13. On (B)(6) 2016 at 15:24 a replace cartridge alarm was recorded; deliveries resumed at 22:15. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The pump¿s force sensor calibration was found to be within specification. No damage or defect was found to the force sensor components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of over 500 mg/dl with symptoms of large ketones, fatigue, confusion and nausea. The reporter stated that the patient had visited an emergency room and was treated with intravenous therapy. The patient had remained on the pump at the time of the call. The reporter stated that there had been multiple loss of prime warnings with the pump. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump due to multiple loss of prime warnings.